Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and the tabletop emitter was replaced. Codes b01, c07, and d02 apply. The emitter, lot number: 603005690, was returned for analysis. There was no failure found. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while preparing for an electromagnetic (em) case the system gave a "localizer faulted" error message. During troubleshooting, the site took the system's flat emitter and used it with another navigation system; the issue was resolved. When the system's flat emitter was plugged in, the system showed it was connected but gave a "localizer faulted" error message. This did not happen with the system's side emitter. Also did not happen when the breakout box (bob) was switched. Plugging the same flat emitter into a different navigation system did not produce a "localizer faulted" error. The print camera diagnostics was opened, and it gave the following readings: status: faulted, amplifiers enabled: false, bob: connected , controller: connected, tca: faulted, system faults: tca rom. When the same flat emitter was plugged into the other navigation system, the print camera diagnostics showed no faults or errors. It was concluded that the issue was a faulty flat emitter. The probable cause was likely either a faulty em controller, breakout box, or possibly main cart uninterruptible power supply (ups) not powering one or more of these components. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733752, serial/lot #: -, ubd: -, UDI#: - h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A05 was coded for localizer faulted. A1102 was coded for the error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: updates in section e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.